Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error and blank display. Insulin pump was exposed to moisture and also crack observed at back of the pump. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer alleged for power loss, exposure to moisture, blank display, stuck button alarm, and cosmetic damage at battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Device received with battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (stained serial number) identified during the visual inspection. No blank display noted during testing. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the device history found: insert battery alarm (84) on (B)(6) 2022 at 13:02:17.000, 13:02:25.000, 13:02:36.000, 13:02:47.000, 13:02:57.000, 13:03:06.000, and 13:03:19.000. Replace battery now alarm (11) on (B)(6) 2022 at 13:02:37.000, 13:02:48.000, 13:02:57.000, 13:03:07.000, 13:03:20.000. Power loss alarm (6) on (B)(6) 2022 at 13:03:47.000 and 13:03:55.000 device passed self test, active current measurement and displacement test. Device failed sleep current measurement test. Device was cut open to perform visual inspection and found moisture damage on the electrical board force sensor, and in corroded battery tube. Keypad overlay was removed and no evidence of physical or moisture damage was noted on the keypad traces. In summary, device passed required testing. Customer alleged for power loss was confirmed due to moisture damage at j7 connector on electrical board. Blank display not confirmed. Cosmetic damage confirmed at battery tube threads, battery tube case, and corner of belt clip rails. Exposure to moisture confirmed on the electrical board, force sensor, and in corroded battery tube. Stuck button alarm/ unresponsive keypad not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported unexpected power loss.